Manufacturer narrative:
The customer returned the device to nihon kohden and it was evaluated. The problem reported was duplicated. The device was repaired by replacing the inverter board. The repaired device was returned to the customer. It was noted that when the device was received it had damage to the front enclosure. Customer requested that nihon kohden only replace the inverter board.

Event description:
The customer reported that the bsm-6700a (vital signs monitor) screen went blank while on the patient. However, the device was still being monitored on the central monitoring system.